Manufacturer narrative:
During investigation it was determined that parts from an older generation device. Customer was sent a device replacement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported can't hear anything and a speaker malfunction inop error message . No patient involvement.